Event description:
The customer contacted physio-control to report that their device would not power on properly and no voice prompts heard. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Physio-control evaluated the customer's device and observed that the battery was depleted, which caused the reported issue. However, no discrepancy was found with the device. The cause of the depleted battery could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on properly and no voice prompts heard. There was no patient use associated with the reported event.